Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy after a fall. Lead diagnostics indicated l3 lead had high impedances on multiple contacts. Reprogramming did not resolve the issue. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Correction: section: d4-additional device information serial number should have been (B)(6) in the initial report instead of (B)(6).

Event description:
Additional information received indicated surgical intervention occurred wherein the l3 lead was revised on (B)(6) 2022. During the procedure, the existing l3 lead broke when it was being explanted and the remaining fragment remains inserted in the 5-8 position in the patient's ipg.

Manufacturer narrative:
The report event of fracture lead was not confirmed and cannot be fully analyzed due to the returned lead was incomplete. As received, the returned stim end lead segment passed isolation resistance testing. The cause of the reported event remains unknown.